Event description:
It was reported patient was revised on a right knee due to baseplate loosening.

Manufacturer narrative:
Additional information: brand name; product code; common device name; catalog #; lot #, expiration date; returned to manufacturer on; PMA/510(k) #; device manufacture date.

Event description:
It was reported patient was revised on a right knee due to baseplate loosening.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown baseplate. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening of a scorpio baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: the returned device was found to be unremarkable. -medical records received and evaluation: not performed as no patient medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review. The returned devices were found to be unremarkable. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported patient was revised on a right knee due to baseplate loosening.